Event description:
Dealer advised getting two green and one red light and then shutting down. Dealer advised getting high pressure and not switching. Spoke with tech advised could be sieve beds, pe valve, check valve or four way valve.